Event description:
Multiple instruments, reagents, and assays have not performed in the manner promised by luminex. This failure has negatively impacted ability to run covid-19 testing. There have been issues with the machine's ports, including, multiple port failures, ports getting stuck, and trays jamming. The top module of the instrument has gone down repeatedly. Additionally, the instruments' results have included a high number of indeterminates. A module started aborting tests while doing testing validations. Luminex suggested treating indeterminates as positive results, which would have led to a high rate of false positives among the indeterminates. Additionally, the instruments' results have included a high number of indeterminates. FDA safety report ID# (B)(4).